Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 400-600 (mg/dl) with ketones. Bg level was addressed by delivering boluses, increasing the basal rate, and using an insulin pen. At the time of the reported event, bg level was 577 mg/dl. Reportedly, the customer alleged that there was an underlying pump issue. System check with tandem technical support verified that the pump was functioning as intended. However, the customer uses fiasp insulin per recommendation from the health care provider (hcp). Tandem technical support educated the customer regarding pump labeling instructions and recommended to consult with hcp regarding diabetes management. During a follow-up on (B)(6) 2018, the customer reported that upon using a brand of insulin recommended by the pump, the reported bg issue had been resolved.